Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and correction. Updated fields: d8, h2, h3, h6, h11. Corrected fields: b6, b7. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: e315 incompatible scope error and no image. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of reported issue was traced to a component failure. The most probable cause of e315 incompatible scope error was due to damage on charged coupled device (ccd) unit. The most probable cause of no image was due to damage on scope connector. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gastrointestinal videoscope had a communication error. The event had occurred during the maintenance. There were no reports of patient involvement.